Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing a beeping sound similar to a lead integrity alert (lia). A follow up with the patient¿s healthcare provider yielded that the right ventricular (rv) lead has fractured. The lead is scheduled to be extracted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.